Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 217481152, was returned and analyzed. Visual inspection of the mapping catheter showed that the pebax tubbing was detached from the shaft and was ribbed at multiple locations along the pebax starting at the transition with the metal shaft to the loop array. Tip/loop section was all ribbed and stretched. Some ECG wires were exposed out of pebax. All electrodes were present on the loop section and some electrodes were dislocated. The mapping catheter¿s shaft was also broken close to lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the damaged loop section. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a wire was noted to be sticking out of the loop of the catheter, influencing the steering. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.